Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while cleaning the jaws on the vasoview hemopro 2 endoscopic vessel harvesting system according to instructions for use (IFU), the silicon insulation started to peel. A new kit was opened to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were very bloody. The tip of the cold jaw silicon was peeling and ripped and the metal jaw appeared to be sticking out of the boot. The tip of the hot jaw silicon was ripped also and the metal jaw tip was sticking out. The heater was bent and the hook was out of the jaw and boot socket. Based upon the visual observations, the reported complaint for "boot peeled off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).